Event description:
The manufacturer became due to a user of bipap auto biflex. Daughter called in stating patient passed away. She wants to stop communication. The device is no longer in possession of patient¿s family and will not be returning for evaluation. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.